Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-09611 and 2134265-2016-09610. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a pullback sled to view the target lesion. During the procedure, the ilab continued to freezes up during the middle of an automatic pullback. During the first time the issue occurred, the physician pulled another coronary imaging catheter but the issue was not resolved. The ilab was then shut down and rebooted but that did not resolve the issue either. The physician opted to bring in a portable ilab and completed the procedure. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no malware on the acquisition pc (acq pc). The acquisition pc was installed into a known good ilab 3.0 lme/lmr system and the gold system booted up properly with no failures observed. However, when it was attempted to pullback, the acquisition pc failed pullback functions. The acq pc failed the polaris basic functions due to defective hardware inside the acq pc. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-09611 and 2134265-2016-09610. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a pullback sled to view the target lesion. During the procedure, the ilab continued to freezes up during the middle of an automatic pullback. During the first time the issue occurred, the physician pulled another coronary imaging catheter but the issue was not resolved. The ilab was then shut down and rebooted but that did not resolve the issue either. The physician opted to bring in a portable ilab and completed the procedure. No patient complications were reported and patient's status is stable.